Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut? If the device cut was the cut line fully circumferential around the target tissue? Did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the appearance of the staples (b-shaped, irregular, legs straight)? What degree of hemorrhoids did the patient have? What confirmation was received that the device was fully fired?

Event description:
It was reported that during a hemorrhoidectomy procedure, the stapler failed during stapling, not removing the entire hemorrhoid ring. Another like device was used to complete the procedure. There were no adverse consequences for the patient.